Manufacturer narrative:
The manufacturing documentation has been checked for all of the lot number 52104103. There is no indication for a manufacturing error or material defect. The root cause for the screw not advancing is possibly because the holes were not pre-drilled or because of particularly hard bones. The surgical technique states to pre-drill holes to ease the screw insertion. Conclusion: it is concluded that the failure is due to user error.

Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Doctor was screwing the screw into the arcadius implant into the patient and stopped halfway through to address an unrelated bleeding issue. He returned to finish screwing in screw and found that the screw would not advance nor would it unscrew. At that point, he reported that the screw head had broken and retrieved the broken piece from the wound. Several attempts with the two different screw drivers from the set were used to remove the screw but to no avail. At that point, he used vice grips(two kinds) and reported the screw would not back out. He then used a leksell rongeur and was able to sufficiently grab, hold and unscrew from the implant. The surgeon then closed and later did posterior stabilization at the level of the arcadius.(l5-s1) surgery was delayed by 20 min. No patient injury reported.